Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received in good visual condition and with a green reload loaded on the device. The reload was noted to have the deck damaged. In addition the knife was inspected under magnification and nicks were found. The damage to the cartridge deck and nicks on the knife is consistent with the device being fired over an already existing staple line. When this happens, the knife cannot cut the staples and will plow any staples on its path distally while firing the device, resulting in some cases in damage to the cartridge and knife. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The cartridge was disassembled to verify the integrity of the internal components and no anomalies were noted. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Intra operative video was received. Upon review of the video, it was concluded that the potential cause would be a migrant staple deflecting the knife far enough to shear off some of the cartridge side wall.

Event description:
It was reported that during a lap lobectomy, it was found that green fragment (about 1.5 to 2.0 mm in length) was stapled with the distal part of the staples at the 5th firing during a partial resection. The fragment and remaining staples were removed with a forceps was removed without converting the procedure. No damage on the cartridge was confirmed visually. The staples were formed as intended. No fragments were left inside the patient. There were no adverse consequences to the patient. Reinforcement material was not used.